Event description:
It was reported that during a biopsy procedure, a green cable error (l3-017) occurred. Another device was used to complete the case. There was no adverse consequence to the patient.